Event description:
During removal of 27 gauge spinal needle through introducer for epidural, the spinal needle sheared off leaving 4 cm of spinal needle in lumbar spine. Diagnosis or reason for use: epidural placement for c-section.